Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The device was then removed and interacted with the guiding catheter causing the reported difficulty to remove and subsequent stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery. A 4.0 x 28 mm xience pro stent delivery system (sds) was advancing, but could not cross the target lesion due to resistance met with the guiding catheter. The sds was pulled back when resistance met with the guiding catheter, and therefore both devices were removed as a single unit. After the devices were removed, it was observed that the stent was lost [dislodged]. Through x-ray imaging, the stent was found in the lower arm artery. A snaring device was used to place the stent in the arm artery and implant it successfully. The target lesion was treated with another unspecified stent. There was no clinically significant delay in the procedure. No additional information was provided.